Event description:
The customer reported a blank display on the insulin pump, which then resolved after changing the battery. There was no significant event reported leading up to the blank display. A battery cap was sent to the customer as a courtesy and to rule out the possibility of a faulty battery cap being the cause of the blank display. The customer's blood glucose value was 200 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.